Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the implantable cardioverter defibrillator (ICD) was tested and the detailed analysis indicated that the device never triggered replacement indicator while implanted. The device had passed the returned product test.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high defibrillation threshold (dft) test result which was due to the patient's low ejection fraction (ef) and enlarged heart as per additional information received. The patient needed a higher energy device. This ICD was explanted. No additional adverse patient effects were reported.